Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
Patient had a periprosthetic fracture proximal to the implant post-implantation. The femur was plated proximal to the implant utilizing the ncb pp plate.